Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. It was further reported that patient needs to undergo a revision procedure due to allegations of elevated cobalt chromium levels and pseudotumor. A revision procedure has not been performed to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00861 / 00863). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records and blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00861 / 00863).

Manufacturer narrative:
This follow-up report is being filed to relay the date for the revision procedure, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00861-1 / 00863-1).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. It was further reported that patient was revised on (B)(6) 2013 due to allegations of elevated cobalt chromium levels and pseudotumor. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6), 2013 was due to elevated metal ions, pain, alval solid tissue and cystic lesions. The operative notes confirm that the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. It was further reported that patient was revised on (B)(6) 2013 due to allegations of elevated cobalt chromium levels and pseudotumor. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.